Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Two and half weeks post atrial fibrillation procedure, the patient presented to the emergency room with chest pain and an echocardiogram revealed a pericardial effusion. The effusion was due to an inflammatory reaction and the patient was treated with non steroidal anti-inflammatory therapy. There were no performance issues with any abbott devices.